Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent-assisted aneurysm embolization, an enterprise2 4mmx23mm no tip intracranial neurovascular stent (encr402300, 7507665) deployed prematurely in the unspecified microcatheter (mc). The physician removed the microcatheter and stent from the patient body. The delivery wire was found to be not connected to the stent body. A new stent was switched to complete the surgery. The microcatheter was not replaced. The procedure was prolonged for about 10 minutes. Additional information received indicated that the resistance was within a prowler select plus microcatheter (606s255x, 30952063). Treatment was to the middle cerebral artery m2 inferior trunk aneurysm, vessel was tortuous. The concomitant devices functioned as expected. Additional information received on 21-may-2023 indicated that there was a cerebral target loss with the prowler select plus mc. A non-sterile 4mm x 23mm no tip enterprise 2 ® vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent was already detached from the unit. The delivery wire and the introducer were found to be in good condition (i.e., no kinks, bents, or elongations). The stent component was inspected under microscopic magnification, and it was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). Both ends were noted as completely flared. The distance between the delivery wire tip and the reference marker was measured, and it was confirmed to be within specifications. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The customer complaint regarding an early deployment of the stent was confirmed due to the detached condition of the stent. However, the issue documented that there was resistance felt with the microcatheter cannot be evaluated through a functional test, since during the procedure the stent was found to be no longer on the delivery wire. In addition, none of the returned components presented damages to suggest that they were forcibly advanced because of the resistance encountered during the procedure. With the limited evidence available, the root cause cannot be determined. It is possible that clinical and procedural factors, including device manipulation, patient's vessels, and operator's technique, may have contributed to the reported failure. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the enterprise device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there is no evidence to suggest that the issue encountered during the procedure is related to the design or manufacture of the device, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendation: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent-assisted aneurysm embolization, an enterprise2 4mmx23mm no tip intracranial neurovascular stent (encr402300, 7507665). Deployed prematurely in the unspecified microcatheter (mc). The physician removed the microcatheter and stent from the patient body. The delivery wire was found to be not connected to the stent body. A new stent was switched to complete the surgery. The microcatheter was not replaced. The procedure was prolonged for about 10 minutes.

Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received on 15-may-2023 indicated that the resistance was within a prowler select plus microcatheter (606s255x, 30952063). Treatment was to the middle cerebral artery m2 inferior trunk aneurysm, vessel was tortuous. The concomitant devices functioned as expected. Additional information received on 21-may-2023 indicated that there was a cerebral target loss with the prowler select plus mc. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00277 and 3008114965-2023-00338. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.